Event description:
Procedure: laparoscopic sigmoidectomy. According to the reporter: tri-stapler purple 60 cartridge was used to excise the anal side intestine, and firing was done without problem. Purse-string suture was done on the oral side intestine, and the anvil was inserted. The surgeon connected the anvil and the stapler and fired the device. After firing, the surgeon kept the handle squeezed for a minute. After turning the twist knob twice, the surgeon attempted to remove the device, but the distal end of the device was caught in the anastomosed part and the device could not be removed. After moving back and forth and shaking, the device could be removed from the cavity. The surgeon examined the doughnut ring and some staples from the tri-staple purple 60 cartridge were found uncut. The surgeon suspects the device was difficult to remove due to these uncut staples. The procedure was completed without further problem. There was oozing of blood and tissue damage.

Manufacturer narrative:
(B)(4).